Event description:
It was reported that, "x rays indicate that caps no longer attached to screw heads."

Manufacturer narrative:
The revision surgery was scheduled for 2009. Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation, if the product is returned.